Event description:
It was reported that during preparation of a catheter repair procedure, the glue had the intact foil seal over the end. It was further reported that the glue was rock hard when punctured the seal with the cap. There was no patient contact.

Manufacturer narrative:
H10: a voluntary recall has been initiated for catheter repair kits which are product catalog/lot number specific. Reportedly the catheter repair kits have hardened/coagulated adhesive. Hardened or coagulated adhesive has the potential to cause delays whilst an alternative repair kit, adhesive or replacement catheter is obtained; therefore, potentially prolonging surgery or necessitating exchange. To date there have been no adverse events worldwide reported related to this issue. As result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10:d4 (expiry date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.